Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported on (B)(6) 2022, that targeting is off and drill bit hits the handle. There was no patient involvement. No surgery or surgeon was involved in this complaint. No further information. This report is for one (1) insertion handle/ radiolucent long. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.043.024 lot number: 87p1240 manufacturing site: haegendorf release to warehouse date: 26 february 2021 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the insertion handle/ radiolucent long had no cosmetic defects. Alignment issues are most likely due to the drill bit being deformed/bent as the complaint devices do not present any dimensional defects. A dimensional inspection was performed for the insertion handle/ radiolucent long and met specifications, a 3.2mm gauge pin was used to simulate the 3.2 drill bit/3.2 guidewire and to test the nail end hole, the pin was able to be inserted accordingly with no issues. A functional test was performed, both devices were assembled correctly with no signs of being loose or misaligned at the nail end hole. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the insertion handle/ radiolucent long would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: updated product investigation: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil hägendorf which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on insertion handle/ radiolucent long. The item was received in a used condition. Stripes and dark surfaces have been identified, which indicates interaction with counterparts. Since the complaint condition describes the involvement of and interaction between multiple devices, the complaint condition can be characterized as "functional / device interaction". By evaluation, it has been identified that ctq b02 (function of targeting hole) and CT b03 (function of mating features) represent the only relevant functional ctqs related to the complaint condition. Therefore, during this investigation, functional tests originating from inspection sheet have been performed for returned item 03.043.024 with lot number 87p1240. These functional tests are: functional test using funktionslehren (functional gauges) set 60236528 (sw6933), of which gauges 60236526 (sw6928), 60236521 (sw6929), 60236519 and 60234990 (sw6932) were used to perform the functional test. The device passed this test. The test pins 010.6 and 010.9 from test pin set 4447-h have been used for this test. The device passed these tests. Thus, in conclusion, the functional assessment has been performed but the complaint condition cannot be reproduced. No manufacturing related issues were observed during investigation. The available data does not support the complaint description of the complaint condition, and there is no evidence to support the allegation made in the complaint. The complaint condition could not be confirmed based on the available data. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the insertion handle/ radiolucent long. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.